Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) died. A family member had called into boston scientific's technical services department and reported that the device was defective. The date of the death was documented as 2006, the same date that this crt-d was taken out of service.

Manufacturer narrative:
Not returned. Multiple attempts were made to gather further information regarding the circumstances around the patient's death and the function of the crt-d at that time. No additional information was made available from the field. This crt-d was never returned for laboratory analysis and the location of the device is unknown at this time. No additional information is available at this time. Should additional information become available, this event will be updated.